Manufacturer narrative:
Philips received a complaint regarding a heartstart mrx defibrillator, reporting the detection of a red x. No patient involvement was reported. Based on the investigation, it appears that no actions have been taken at the customer's site regarding the reported issue. No additional information associated with the event can be obtained, it is unclear what caused the issue, and as a result, there is insufficient information to confirm the reported problem at this time. The investigation concludes that no further action is required at this time. H3 other text: no additional information is available.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during functional tests a fixed red x was detected. There was no reported patient involvement.